Event description:
It was reported that on (B)(6) 2014, during surgery the surgeon was trying to impact a constrained liner ring and could not get the ring to lock (related to (B)(4)).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. . As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specification event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer's ref number of this file is (B)(4).